Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During set up and inspection for use, the (autoclavable) camera head gave an error message of e227. There was no patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was found during the device evaluation: corrosion of coupler unit. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.